Manufacturer narrative:
The return device analysis confirmed the reported leak and the difficult to insert (anatomy) could not be replicated in a testing environment due to procedural or operational circumstances. Additionally, the silicon valve inside the hemostasis valve was observed to be torn. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information and without the device to analyze, the cause of the observed tear in the silicon valve and the reported difficulty insertion of the clip into sgc cannot be determined. The reported leak appears to be a cascading effect of the observed tear in the silicon valve. There is no indication of a product issue with respect to manufacture, design or labeling.h6: code 4115 and 4311 removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue in the lot. Based on the available information and without the device to analyze, the reported leak and difficulty inserting the device into sgc appears to be due to the user technique. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a leak. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and grasping was performed without issues. However, due to the a commissural jet, the xtw was removed and replaced with an xt clip. While inserting the xt clip into the steerable guide catheter (sgc), resistance was felt. It was then observed the sgc lost column. The physician decided to remove both devices and replace the sgc. The xt clip was then inserted and deployed without issues. One additional clip was implanted, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.